Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, adhesive issue, and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s911usqs6cyb3. Smartphone hardware: sm-s911u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported that she sought medical attention at the hospital about two months ago due to high blood glucose levels, vomiting, and diabetic ketoacidosis (dka). The pod started peeling off during sleep because of sweat, leading to uncontrolled blood glucose levels. She was hospitalized for five days, including three days in the intensive care unit (ICU). Treatment included an insulin drip in the ICU, followed by lantus and humalog insulin shots. She did not recall the exact discharge date and had difficulties finding information due to being partially blind. The pod lot number and sequence number were unavailable. The pod was worn between 4 and 24 hours on the abdomen.